Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The referenced report was received via the interdepartmental helpline solutions tracker from a medtronic startright representative. The customer reported fluctuating blood glucose from 50 to 400 mg/dl and indicated that it may have been caused by stress. Customer was offered to transfer to helpline but declined. Customer indicated that the pump is operating as designed and declined to troubleshoot. No further assistance needed.